Manufacturer narrative:
According to the customer, in the early march, the gloves were reported to tear at the cuff, the middle of the palm, and in the webspace between the thumb and pointer finger. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, in the early march, the gloves were reported to tear at the cuff, the middle of the palm, and in the webspace between the thumb and pointer finger.